Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had inaccurate sensor readings that triggered the threshold suspend. Sensor glucose was reading 69, but blood glucose value was 183 mg/dl at the time the insulin pump suspended. The customer indicated that her blood glucose at 8 in the morning was 159 mg/dl and 9 mg/dl a few minutes prior to calling. The customer was advised about insertion and calibration best practices. The sensor will be returned for analysis.